Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position for 7 years and 8 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Patient presented with acute on chronic diastolic heart failure. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient tolerated procedure well without any complications. Patient was discharge on pod#1. Per medical records: patient concomitantly underwent viv ttvr with 23 53 ultra inside a 25mm magna ease. A postop tee was completed on pod#1, and showed ef 55%, pv mg 16.0 mmhg, tv mg9, no significant regurgitation, and normally functioning bioprosthetic valves.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Through further investigation, it was determined that a definitive root cause could not be determined.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position for 7 years and 8 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. The patient presented with acute on chronic diastolic heart failure. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well without any complications, and discharged on pod#1. Per medical records: concomitantly procedure ttvr valve-in-valve with 25mm 7300tfx valve.

Manufacturer narrative:
H11 corrected data: updated sections b5 and b7.